Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported the patient was in the emergency department with generalized itching. Factors that may have caused, contributed, or led to the issue was noted as not applicable. No diagnostics/troubleshooting or interventions were performed. It was noted that the issue was not resolved at time of report and the patient's status at time of report was alive-no injury. Surgical intervention did not occur and was not planned. The patient's weight and medical history was unknown and was asked and will not be made available. The event date was (B)(6) 2018. No further complications were reported/anticipated. Additional information was received from the hcp on 2018-07-19. It was reported that the patient said their pump ¿is not functioning.¿ there were no audible alarms. The patient was at the emergency department with symptoms of increased spasms, twitching, and pruritus. The issue started on (B)(6) 2018. The patient¿s doctor was out of town and the caller could not get through to that doctor. The caller was requesting a manufacturer¿s representative (rep) to supply the 884- programmer and confirm the pump status/event logs and next steps. Troubleshooting with the caller consisted of reviewing pertinent information per their inquiries. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) and consumer on 2018-sep-17. Compatibility guidelines were requested for a magnetic resonance imaging procedure (MRI) due to a suspected problem with the patient's device or therapy. It was reported the patient had their pump checked at their doctor's office because they thought the catheter was pinched or clogged and thought he was going to need surgery. The consumer stated after checking the pump they realized the catheter was fine and they did not feel it was necessary yet for the patient to have any sort of surgery. Therefore, they wanted to perform an MRI first. No symptoms were reported. The event date was provided as a "few weeks ago" (relative to the date of the report, 2018-sep-17).

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4) implanted: (B)(4) 2017 explanted: product type catheter .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that a dye study was done and it was determined that the patient had a normal intrathecal catheter. No further complications were anticipated/reported.

Manufacturer narrative:
The aware date in the previous supplemental regulatory report was incorrect. The correct aware date is 2018-sep-28. Continuation of concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.